Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing thresholds leading the physician to program the patient's device to maximum output of 7.5 v @ 2 ms. As the patient is pacemaker dependent, a decrease in remaining longevity was observed due to the programmed settings. It was determined that the rv lead had dislodged but the physician elected to reprogram the device rather than reposition the lead as all other lead parameters were within acceptable limits and the patient's advanced age. After additional threshold testing, the device was programmed to an rv output of 4.0 v @ 2 ms. Device longevity was seen to improve after the programming change. The patient will continue to be followed with increased frequency to monitor thresholds and longevity. No adverse patient effects were reported.